Event description:
It was reported that a small black spot was found on an image on the 6800 system. The spot was noticed after the case was completed. The customer continued to use the unit and the procedure was completed. No pt injury was reported.